Event description:
It was reported by the patient's family member that the cannula failed to insert into the skin at the infusion site. The patient reported they never felt it, they decided to remove the pod and when they did they noticed that the cannula was never inserted. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism. No impact to the patient's glucose level was reported. The pod was worn between 1 and 4 hours. No medical intervention was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.3hardware: iphone14.4cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.